Event description:
It was reported that the anchor was broken. The procedure was completed with a backup device and this led to a delay of between 0 and 30 minutes.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.